Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. The yaw pulley showed signs of charring and localized melting on the exterior base of the grip tips. No insulation damage was observed. The conductor wire was not damaged, broken or exposed. An electrical continuity test was performed and passed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument was used during the last procedure, the instrument was inspected prior to use with no issue identified. It was unknown if the instrument collided with any other instrument or tool. There was no instrument issue during the procedure. There was no fragment that fell inside the patient's anatomy during the procedure. There was no patient injury and the procedure was completed robotically.